Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
Legal forwarded documents to the complaint team on that speaks to the impella cp support in which there is an allegation/litigation. The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, after arriving in the ICU unit, suction alarms were present, and bedside echo was ordered to verify positioning. Impella was pulled back and proper positioning was verified. Impella position continued to need adjustment during support. The patient¿s arterial blood pressure started trending down to maps of 50 and then 30. As expected, the patient did not have a pulse, however, the impella suggested decreased flow with low pressure readings. Patient's norepinephrine was increased to 30 without effect. Given that the patient had dropping maps to 30s, a code was called. Epinephrine 1mg IV was administered, the impella pump was reduced to p2, and chest compressions were performed; patient had vt on the monitor and 1 shock was delivered following which patient had recovery of the maps to >70s. An epinephrine drip was started in addition to the norepinephrine gtt. Patient was already on amiodarone gtt and a lidocaine gtt was also initiated. Patient's impella was repositioned. A bedside echo was performed by the ccu fellow which showed poor ventricular contractility with an ef of 5-10%. Patient continued to have drop in his maps (20s) while remaining pulseless and requiring another 1.5 epinephrine boluses as well as shock x 2. On exam, the patient had left mid-dilated pupil. The family decided for comfort care and the patient expired.